Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Complaint information is trended on a regular basis to determine if further investigation is warranted.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the contour did not staple properly. All the staples were not in b-shape. Surgeon needed to do the anastomosis by hand. The procedure was delayed by 90-minutes and successfully completed. There were no fragments generated, no change in post-operative care and no patient consequences.